Event description:
It was reported that the patient experienced hyperglycemia after a dexcom g7 sensor failed to pair with the ilet, and the patient did not attempt pairing through the dexcom app and reverted to backup therapy; the medical device problem involved intermittent communication failure related to electrical/magnetic components and the antenna. Symptoms included no clinical signs, symptoms, or conditions documented beyond the reported high glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure involving electrical/magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.